Event description:
An aeon endostapler 3.25mm/60mm orange reload was used with an aeon endostapler handle medium in a low anterior resection procedure by the physician on (B)(6) 2022. The physician fired the reload across the first staple line at full articulation. The physician noted high force and heard a crack sound from the handle. The retraction knob was then unable to be pulled back and the reload remained clamped on the tissue. The reload was removed by stapling/cutting. Surgery was delayed by more than 30 minutes. No patient harm.

Manufacturer narrative:
Root cause: after investigation, it was determined that the level one root cause for the inability to fully retract and unclamp the reload was that the blade assembly was bent. The level two root cause may have been attributed to high firing forces in over-indicated tissue thickness conditions. This was evidenced by the multiple broken rack teeth within the handle. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.